Event description:
Additional information was received that surgical intervention was performed and this lead was surgically abandoned and the generator was also replaced at that time. A new implantable cardioverter defibrillator (ICD) and rv lead were implanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out-of-range (oor), pacing impedances and increased capture thresholds. No noise or sensing issues have been noted. The information was reviewed with boston scientific technical services (ts) and it was recommended that the lead be changed out. No adverse patient effects were reported and the lead currently remains in service, however a replacement procedure is anticipated in the future.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.